Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading is 305 mg/dl. Customer treated with bolus and manual injection. Customer was sick on medication. The paramedics were called to transport to hospital. The blood glucose reading at the time of the event was over 385 mg/dl. Customer had ketones. Customer was treated with fluids. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.